Event description:
It was reported that during vns implant surgery, the patient¿s generator could not be interrogated while inside the sterile field but was subsequently interrogated successfully outside the sterile field. The generator was also successfully interrogated prior to surgery. Another generator was used without any issues. The unused generator has not been returned to date.

Event description:
The unused generator was returned to the manufacturer for analysis. There was no abnormal performance or any other type of adverse condition with the pulse generator. The device consistently completed interrogation and programming sequences in all orientations at distances up to 1 1/2 inches from the wand. The device performed according to functional specifications.